Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/21/2014 with the following findings: unable to confirm or duplicate the complaint during investigation: the black box contains dates from (B)(6) 2014 to (B)(6) 2014. Black box and histories for the event on (B)(6) 2013 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. Pump passed delivery accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered as the patient was self adjusting rates and settings.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following : she has had recent gastric by- pass surgery, lost significant weight, but has had no health care provider (hcp) to adjust pump settings. She has had no change in medications. She is experiencing blood glucose (bg) fluctuations. She has passed out recently due to low bg in the 20 mg/dl, but is a very poor historian and cannot remember much of the events. Her friends have called ems for her. Ems treated her with either glucose gel or juice or glucagon. Once she was driving, crashed her car, but was not hurt and the local police found her. She refused transfer to local hospital. She is not blaming pump malfunction as the cause of her lows as she is self managing her diabetes since she has hcp or insurance. Customer support advised, and patient agrees , the pump is not responsible for the recent bg fluctuations as patient she is self adjusting her rates and pump settings. Advised patient she needs to follow-up with hcp for bg management and setting adjustments to prevent further bg reaction and fluctuations. She verbalized understanding. Patient will continue pump and continuous glucose monitoring. At this time and independently adjusted ratio settings. There is no indication of pump malfunction. This complaint is being reported because the patient experienced hypoglycemia related to the use error of self-adjusting her rates and settings.